Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1g, intraperitoneal, stat, discontinued, frequency and duration were not reported) and fortum injection (1g, intraperitoneal, once a day, discontinued and duration was not reported). Eight days after the event onset, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.